Manufacturer narrative:
D2b: procode: dqo, kra. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E3: occupation: other doctor. G4: 510k: n/a. Since the involved device was not returned, it was impossible to analyze. In manufacturing process of our company, we perform visual inspections toward all progreat lambda at packaging. The device history records of the lot: 240600170 were reviewed, and no abnormalities were found. Since the involved device was not returned and no abnormalities were found in the investigation, we could not identify the cause of the elongation of product. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3009500972-2026-00011. Terumo medical products (tmp) (importer), registration no. 2243441, is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer), registration no. 3009500972.

Event description:
Terumo received the following reported information: during the procedure, the operator attempted to withdraw the microcatheter in order to perform contrast injection. At that time, the stopcock was closed before the lambda 17 shaft was completely withdrawn from the system. As a result, the shaft of the lambda 17 microcatheter was observed to be broken. Following this event, the lambda 17 microcatheter was exchanged from an angled type to a straight type and the procedure was continued. However, under similar circumstances during stopcock operation, a shaft breakage occurred again. No patient injury or adverse clinical outcome was reported in association with these events.